Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer four was down. The field service engineer (fse) cleaned dirt from the sensor and spoke with medbank support. The station was tested thoroughly with assistance from the pharmacy staff, who witnessed and performed a medication cycle count. The station was also rebooted to confirm proper functionality. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 the customer had wanted to issue medication 57100060000310 lorazepam 1 mg tablet to patient (B)(6), but the drawer did not open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.